Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion set had a site leakage. Also, a line-blocked alarm was noted. The patient with diabetes resolved the issue by adjusting connector and continued using current cassette without further alarms. There was patient involvement, and no patient harm reported.